Manufacturer narrative:
The product was retained by the hospital following explant but is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be "broken" upon follow-up after an alert was triggered by the device. A revision procedure was performed wherein the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed blood/body fluid on the terminal pin and in the lead lumen; the insulation sleeve was also bunched in several locations. Testing was completed to assess lead electrical performance returning measurements within normal limits. The lead did not pass tests assessing inner/outer insulation integrity due to several punctures and cuts noted in the lead body insulation. Microscopic inspections of the terminal pin assembly noted the set screw mark was somewhat proximal to the proper location; the electrode tip was found with tissue entwined in the helix that likely prevented its function upon return. Laboratory testing was unable to identify any lead characteristics consistent with a ¿broken¿ lead as reported though it was noted that the location of the set screw mark may have affected device sensing.